Event description:
The device was used during a laparoscopic cholecystectomy. The clips began to scissor on the first firing. A second was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b6,7,d5,6,10,h4-info not provided. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with yeilded jaws. There were three clips returned in a sealed container. One of the clips was conforming, one was partially formed, and the last clip was unformed. No conclusion could be reached as to how this damage occurred. The instrument was disassembled and was found to have a detached former plate. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.